Event description:
The inflatable anchoring bulb of convatec flexiseal signal fecal management system would not stay inflated. There was no harm to the patient. The device was removed and a new device was used.